Event description:
It was reported that the patient faced an issue with the infusion set tape not sticking, resulting in the infusion set falling off from the abdomen while sleeping on the second day of insertion on (b)(6)2026.

Manufacturer narrative:
E1: (b)(6) Based on the available information, this event is deemed to be Reportable Malfunction.Request was performed for additional information including lot number; however, lot number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number(b)(4).